Event description:
The reporter indicated that a 13.7mm vticm5_13.7 -17.50/6.0/083 (sphere/cylinder/axis) implantable collamer lens tore during loading on (B)(6) 2024. No patient contact or patient injury. A backup lens was used and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).